Event description:
It was reported that the patient experienced ventricular tachycardia (vt) storm. The implantable cardioverter defibrillator (ICD) had a spontaneous episode that was not terminated by the device due to a charge circuit timeout. The patient was externally defibrillated. Two days later, the ICD displayed end of service (eos) after the last capacitor reform and charge time with "no measurements after reset" indicated per the power on reset (por) and the wireless telemetry was disabled. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated the charge circuit timeout alert and the electrical reset alert. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Power on reset (por) recorded twice on (B)(6) 2013 approximately 20 seconds apart. Elective replacement indicator (eri) date (B)(4) 2013. There is a charge time out on (B)(4) 2013 due to vt storm.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.